Manufacturer narrative:
Customer reported that a pyxis medstation es system started emitting smoke, after a spark was observed from one of the device's drawers. Pharmacy technician reported as affected. Customer reported that the pharmacy technician intermittently inhaled the smoke for a period between 5 to 10 minutes. Customer stated that the pharmacy technician received emergency treatment and had x-rays taken. Pharmacy technician reported experiencing headaches and nausea after the event. No other symptoms or adverse effects were reported. This event is recorded in complaint number (B)(4). Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
Customer reported that a pyxis medstation es system started emitting smoke, after a spark was observed from one of the device's drawers. Pharmacy technician reported as affected. Customer reported that the pharmacy technician intermittently inhaled the smoke for a period between 5 to 10 minutes. Customer stated that the pharmacy technician received emergency treatment and had x-rays taken. Pharmacy technician reported experiencing headaches and nausea after the event. No other symptoms or adverse effects were reported.

Manufacturer narrative:
H10 change: manufacturer's research and development team assigned a cross functional team to investigate the root cause of the reported thermal event. Failed components were analyzed by the manufacturer and a third-party laboratory. Root cause could not be determined as the component that triggered the thermal event was destroyed. The cross functional team determined that the most likely cause was a circuit component failure compounded with a possible solenoid failure. The basis of this theory is that these components are part of the electromechanical system that latches the drawer.

Manufacturer narrative:
A review of the complaint history for sn 16200822 was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn 16200822 was performed from 08-mar-2021 to 08- mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers, panels and cables were burnt. As the machine was not repairable. A field service engineer replaced the device. The system functioned as intended after troubleshooted by the field service engineer.

Event description:
It was reported by the customer that a bd pyxis medstation es system started emitting smoke, after a spark was observed from one of the device's drawers. The pharmacy technician intermittently inhaled the smoke for a period between 5 to 10 minutes and received emergency treatment and had x-rays taken. The pharmacy technician reported not being fully recovered and experiencing ongoing headaches and nausea after the event. No other symptoms or adverse effects were reported.